Manufacturer narrative:
Medical device lot #: the customer thought the lot # might have been 2011072 but they were unsure. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 20ml ll 120/pkg had a hole. The following information was provided by the initial reporter: noticed while in packet syringe with a hole in same. (Where bd logo is). 20ml syringe, likely to be lot 2011072 but I can¿t be definite about same. This syringe contained bleomycin.

Manufacturer narrative:
Investigation summary: one photo sample was provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for the suspected lot 2011072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples for the same lot were used for additional evaluation, no damage or defects were observed on any of the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Based on the available information we are not able to determine a definitive root cause at this time.

Event description:
It was reported that syringe 20ml ll 120/pkg had a hole. The following information was provided by the initial reporter: noticed while in packet syringe with a hole in same. (Where bd logo is) 20ml syringe- likely to be lot 2011072 but I can¿t be definite about same. This syringe contained bleomycin.